Event description:
It was reported by the user facility in the united kingdom that a 2.2mm keratome was used with a dp8320s needle. The incision was enlarged to accommodate the needle which caused the iris to prolapse. Additional information received indicated that topical anesthesia was used for the iris prolapse which they treated by reducing the posterior pressure and reintroducing the iris. The patient is predicted to have a longer healing time.

Manufacturer narrative:
The device was discarded by the user facility and the lot number was not provided therefore the DHR review cannot be performed. The investigation is on going.

Manufacturer narrative:
The product sample was not returned for investigation. The customer reported the surgeon used a knife which was not the proper size for the dp8230s needle supplied. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.